Event description:
During t2 ph surgery, the surgeon used ph long nail. The arteria brachialis was damaged when the surgeon was drilling the distal screw hole. Therefore, the surgeon performed reconstructive surgery of the blood vessel and finished the operation. The surgeon used a left nail for the right humerus.

Manufacturer narrative:
Device remains implanted. Additional information was requested and if received will be provided on a supplemental report. Device will not be returned

Manufacturer narrative:
Evaluation summary: the nail was classified as primary product. No deviations were found during review of the manufacturing and inspection documents (DHR). The nail was documented as faultless prior to distribution. An investigation was not possible; neither the nail, nor further information like x-rays was provided. It is reported that the surgeon inserted a left t2 proximal humeral nail into a right humerus intentionally. The label identified the nail clearly as nail for the left humerus; furthermore the nail is laser-marked with the printing ¿left¿. The operative technique includes that left and right nails are designed to reduce possible interference with the axillary nerve. Also the IFU includes that every implant must be used in the correct anatomic location, consistent with accepted standards of internal fixation. Implants can be available in different versions, varying for example in length, diameter, angle, right-hand and left-hand versions, material and number of drilled holes. Select the required version carefully. Also reported is that during distal drilling the arteria brachialis was damaged. The operative technique includes that in order to avoid damage to the neurovascular structure; a limited open approach should be considered. If the insertion of a left nail into the right humerus did contribute to the issue cannot be excluded. The case is attributed to an abnormal usage. No non-conformity identified.

Event description:
During t2 ph surgery, the surgeon used ph long nail. The arteria brachialis was damaged when the surgeon was drilling the distal screw hole. Therefore the surgeon performed reconstructive surgery of the blood vessel and finished the operation. The surgeon used a left nail for the right humerus.